Manufacturer narrative:
The sample was received but the investigation has not yet been completed. When the investigation is completed or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the feeding set got stuck on the enfit port of the kangaroo iris tube. The enfit port broke around the connection port resulting in the nurse having to pull the tube and replace it along with the feeding set. The port may have broke as a result of overtightening during the night shift. Per additional information received, the customer stated that the port cracked and then later detached after the nurse tried to disconnect the feeding set from the enfit port.